Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. During the atrial fibrillation case, a cardiac tamponade was noticed in the patient. The cardiac tamponade was discovered and confirmed on ultrasound intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed. The patient was then taken to the operation room (or) for monitoring and to determine if open heart surgery is needed. The patient was reported to be in stable condition.

Manufacturer narrative:
On 15-jun-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. During the atrial fibrillation case, a cardiac tamponade was noticed in the patient. The cardiac tamponade was discovered and confirmed on ultrasound intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed. The patient was then taken to the operation room (or) for monitoring and to determine if open heart surgery is needed. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been compelted. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).